Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating tissue, or when applying excessive leveraging forces. Broken jaw was returned along with complaint device. Function test could not be performed due to the related condition. Confirmed the moving jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event.

Event description:
It was reported that during a rcr/ bankart procedure, the ar-13975sr broke. The fragment was removed and the case was completed by using a new ar-13975sr.